Event description:
Pt was treated in 06/2004. Thermage was notified of event in 08/04. Pt developed two indentations on cheeks (about 1/4 inch squared each and about 2mm deep) and two below each of the eyes (about 1/8 inch squared and 1mm deep) at about four weeks post treatment. Pt also developed waffling on left side just below the cheekbone near the hairline. The pt went to another dermatologist and had restalyne fillers in the cheeks. The dents under the eyes are improving on its own.